Event description:
It was reported that the 9900 sys would not terminate the x-ray and there was a problem with the cine. Also the wrong image was saved to the cd. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The backplane and ethernet cable were replaced. The software was reloaded during the svc call. The sys was tested and found to be working as intended and put back into svc.